Event description:
The representative later reported that the doctor surgically flipped and re-anchored the pump. The pump was now able to be filled.

Event description:
A representative reported a flipped pump during a refill. The flip was confirmed via fluoroscopy. The pump was flipped back over on the day of the report. The medication used within the system was unknown.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).